Event description:
Home health nurse spontaneously reported that she received an error message "system time out" and it kept beeping. She tried replacing batteries and that did not fix the issue. She is able to complete the infusion via gravity for now and patient will be sent a new pump. No missed dose and no adverse events reported. Device on hand for return indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by health professional.